Event description:
Device malfunction: balloon rupture. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during dilatation in the heavily calcified iliac artery, the fox plus balloon ruptured during the first inflation at 7 to 8 atmospheres. The balloon was removed from the patient anatomy and a non-abbott dilatation catheter was used successfully to complete dilatation. There was no adverse patient effect. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4): the device is not available for evaluation. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.